Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the surgeon identified the issue during the procedure and intervention points/ports were placed prior to the issue. The system and camera were inspected prior to use. No problems were noted when the system was powered on. The procedure had been running for 10 minutes when the issue occurred. Vision was not normal before the procedure. The procedure was interrupted.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting, color issue. An investigation is completed to determine the cause of this reported event. The reported event was addressed with phone support. An isi clinical sales representative (csr) lent a camera head to the customer, and the issue was not reproduced. No site visit was conducted. The system was working properly. And no additional action was required as the issue was resolved.

Event description:
It was reported, that during a da vinci-assisted prostatectomy simple surgical procedure. The display turned purple. Prior to calling, the customer already reseated endoscope and power cycled the system. Calibration was okay before the surgery. There were no relevant logs available. The nurse informed, that only the right eye was purple at the vision side cart (vsc), and surgeon side console (ssc). Intuitive surgical, inc. (Isi) technical support engineer (tse) asked, the customer to reseat camera head cable and light guide cable, but the issue remained. The tse asked the site to swap left and right output at the dual camera ccu (doco), and the issue moved to the left eye. No spare camera head was available. The tse asked to swap back the doco output to the initial position and informed the customer, that most likely the camera head is faulty. And it has to be replaced to fix the issue. The procedure was aborted post anesthesia, and post ports placement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.